Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported she did not know what led to the stimulator taking over six hours to charge.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) was taking over 6 hrs to charge and still not getting a full charge. There were no symptoms or patient outcome reported. The indication for therapy was unknown.